Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-feb-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider and patient reported the patient's device was explanted. The device hurt as it was too big and the stimulation was not satisfactory. Programming was tried several times. Patient would not follow programming instructions. The device was explanted and the issue was resolved.